Event description:
A caller reported an occlusion alarm that occurred earlier in the day, but technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin delivery. There were no reports of frequent or recurring occlusion issues, so no additional assistance was necessary, and technical support closed the case.